Event description:
The customer reported that the device screen went blank while pacing a patient and returned. The reported event had no adverse effects on the patient and there were no further details on the event and/or the patient provided. Further investigation following device evaluation by physio-control found that the device would reset with the lightest touch. The device might not be available to provide defibrillation therapy in this condition.

Manufacturer narrative:
(B)(4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and found the cause of the observed failure to be a poor connection between the two pcb's. Several pins of j3. The pcb-mounted jack connector on the system pcb, were damaged.